Manufacturer narrative:
It was reported that one pin of the flow/bubble sensor connector was pressed in. The failure occurred during preventive maintenance. A getinge field service technician (fst) was sent for investigation and repair on 2022-12-20. The flow/bubble sensor was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. Moreover, the logfile analysis showed no failure of the flow/bubble sensor. No pump stop occurred. An investigation of the affected flow/bubble sensor is not possible, as the customer requested the defective sensor back. The customer was informed by the getinge sales and service unit to not use the sensor on a patient anymore. According to getinge life-cycle-engineering the most probable root causes due to the picture are: pin grid was damaged. The connector was pushed with a lot of force into the port. The review of the non-conformities has been performed on 2022-12-23 for the period of 2020-11-01 to 2022-12-20. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2020-11-01. Based on the results the reported failure "pin of flow/bubble sensor pressed in" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that one pin of the flow bubble sensor connector was pressed in. The failure occurred during preventive maintenance. No harm to any person has been reported. Complaint ID# (B)(4).